Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device successfully completed all functional testing and inspections without any discrepancies. The device was recertified and returned to the customer. Review of the device log indicated the user pressed the energy up/down button after the device was charged. Moving the energy up or down after charging the device would disarm the charge. The device worked as expected. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.